Event description:
It was reported that pt underwent procedure implanting acetabular cup shell component in late 2007. Subsequently, pt fell and returned to surgery in 2008. A 1/4" x 1/2" section of material was noted to be missing from the acetabular shell component. No further details have been provided.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available. Eval of the returned device found the porous region adjoining the delaminated porous metal area seemed smooth indicating the possibility of dislocated metal head impacting the rubbing on this region. This report filed on april 25, 2008.